Event description:
It was reported that the right ventricular (rv) lead had dislodged about a year after implant. The lead was explanted and no patient complications have been reported as a result of this event. The patient is part of the optilink heart failure post-market clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg implantable defibrillator, (B)(6) 2009; 5076-58 implantable pacing lead, (B)(6) 2009. (B)(4).